Event description:
Sorin group (B)(4) received a report that the 3t heater/cooler shut down when the user was attempting to switch from cooling to warming during a procedure. The unit was replaced with a backup and the procedure was completed with no further issues. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert heater-cooler system 3t. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Received a report that the 3t heater/cooler shut down when the user was attempting to switch from cooling to warming during a procedure. The unit was replaced with a backup and the procedure was completed with no further issues. There was no pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.